Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt q1 component on the ECG "d" cable was defective causing the ecgs to not be recognized. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged belt.